Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer was released, then hospitalized again four days lager for diabetic ketoacidosis. Troubleshooting was not possible as the customer did not have any supplies for the insulin pump at the time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.